Event description:
It was reported while transporting a patient from the ambulance into the hospital the rear wheel of the cot allegedly broke off and the cot began to tip to the side. The medic crew was able to catch the cot and prevent it from tipping over completely. There were no injuries reported to the patient or medic crew. A hospital bed was rolled to the cot and the patient was unloaded onto the bed to complete the transport into the hospital.

Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual evaluation was conducted and it was verified the diagonal brace was broken; however, the cause for the break was not able to be determined. In addition, the following observations, unrelated to the reported incident, were found: worn scuff strips, worn springs and worn wheels. All deficient observations were repaired along with the related hardware and the cot was returned to service. The cot was 11+ years old at the time of incident and it was confirmed a scheduled preventive maintenance plan was not in place for the cot. Maintenance was conducted on an on demand basis. The complainant was advised of the importance of establishing a routine and comprehensive preventive maintenance plan on the cot.. As previously reported, there were no injuries associated with the incident and the medic team was able to control the movement of the cot per the instructions in the manual. Instructions and resource information for service and maintenance of the cot are provided in the IFU.

Event description:
It was reported while transporting a patient from the ambulance into the hospital the rear wheel of the cot allegedly broke off and the cot began to tip to the side. The medic crew was able to catch the cot and prevent it from tipping over completely. There were no injuries reported to the patient or medic crew. A hospital bed was rolled to the cot and the patient was unloaded onto the bed to complete the transport into the hospital.